Event description:
On switch from sculpt mode to segment mode via the remote control, the bottle height fell down from 110 to 40. As a consequence there was a posterior capsule rupture and a vitrectomy was performed.